Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was bent on (B)(6) 2025, which resulted in elevated blood glucose (459 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced the supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.